Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating they communicated the event with their doctor via phone and email. It was reported the cause of the device being off and the ill feeling/arm spasms was a mistake on the patient's part. Troubleshooting was done and the voltage was lowered. The issues were resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient could not increase the stimulation. It was determined that the ins was off. The patient stated that they did know how long the therapy had been off, but it was only today that they noticed they were unable to increase the therapy. Once the therapy was turned back on, the patient reported the had ¿ill feelings¿ that they had not experienced before. They also state that their arm was spasming which was the same arm that spasmed when the manufacturer¿s representative turned their therapy on initially. The patient was redirected to their healthcare professional (hcp) since they had symptoms with the therapy on. The patient noted they were going to call their hcp or may go to the emergency room. There were no further complications reported or anticipated.